Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 without atrial lead because the patient was in atrial fibrillation. A plug was inserted in the atrial port. On (B)(6) 2017 the physician received a remote follow up of the patient and in the atrial egm channel was displayed a signal although there was no implanted atrial lead and the device was programmed in vvir. The device was programmed in parad+ and on (B)(6) was programmed in stability+acceleration algorithm.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 without atrial lead because the patient was in atrial fibrillation. A plug was inserted in the atrial port. On (B)(6) 2017 the physician received a remote follow up of the patient and in the atrial egm channel was displayed a signal although there was no implanted atrial lead and the device was programmed in vvir. The device was programmed in parad+ and on (B)(6) was programmed in stability+acceleration algorithm.